Event description:
It was reported that one day after a procedure, a port placement patient returned with an infected port after the use of a probe cover. The manufacture of the probe cover was unknown. No further patient complications have been reported as a result of this event.